Event description:
Doctor repaired a lefort I fracture using sonicweld. The procedure used one 52-095-06 resorb-x mini plate, l shaped, left, regular 3x3; one 52-096-06 resorb-x mini plate, l shaped, right, regular, 3x3; two 52-076-08. Resorb-x mini plate, orbital, 8 hole; twelve 52-521-55. Sonicweld rx bone pin, 2.1 x 5mm; and eight 52-521-57. Sonicweld rx bone pin, 2.1 x 7mm for fixation. On 5/26/06, pt realized the maxilla was loose. Doctors performed surgery and found that three of the four plates had broken. Doctors removed resorb-x plates and replaced with non-kls titanium plates. This is the first of five incidents. Please refer to the following mdrs: 9610905-2006-00006; 9610905-2006-00007; 9610905-2006-00008, 9610905-2006-00009.

Manufacturer narrative:
Device has not been released by the user facility at this time. It is expected to be returned and device will then be forwarded on to the manufacturer for evaluation. This is the first of five incidents. Please refer to the following mdrs: 9610905-2006-00006; -00007; -00008; and -00009. User facility has filed a report.